Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited an out of range telemetry error message. Extensive troubleshooting was performed without successful device communication. Additionally, magnet application did not elicit tones. The patient's sinus rhythm is 70 bpm and the device does not appear to pacing. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient's physician stated the patient's ejection fraction is forty percent and it they are still determining if a device replacement will be needed. No adverse patient effects were reported.